Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this newly implanted pacemaker experienced chest discomfort thirty minutes post implant. The physician thought it was due to pericarditis. This device was repositioned and remains in service. No additional adverse patient effects were reported.